Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a failed ise drain valve (j2) resulting in a leak at the ise drain. The fse proceeded to replace the j2 valve to resolve the leak. The fse also disassembled the valve and performed a close inspection but did not note any clots or anything unusual. The cause of the valve failure could not be determined. (B)(4).

Event description:
The customer reported a leak from the ion selective electrode (ise) drain of the unicel dxc 880i synchron access clinical system. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.